Event description:
Report received of an overdelivery. In 2004, at 2050, the pump was programmed in the continuous only mode to deliver morphine 1mg/ml, at a rate of 1mg/hr, and no loading dose or 4 hour limit was selected. The customer reported that, "the nurse was putting in a new syringe and had trouble getting the syringe to sit in the cradle. Another nurse removed the vial and reinserted it with no difficulty." It is unspecified whether the slide clamp was closed on the tubing set during the manipulation of the syringe. At 2110, the pump alarmed with an "empty vial" alarm, and the nurse reportedly noted that the vial was empty sooner than expected. The customer had expected almost a full syringe. The pt's level of consciousness was "altered" prior to the event, and could not be assessed. The pt did not respond to a sternal rub and was treated with 4mg of narcan IV. At 2305, the pt was treated with a second dose of narcan 4mg IV, with no response to a sternal rub. There were no further medical interventions. The pt's vital signs returned to baseline within 4-6 hours after the event and pt was reportedly more responsive. The device was removed from clinical service. The pt expired in 2 days later, and the customer indicated that this was not believed to be related to the event. The customer reported that the pt was actively dying prior to the occurrence of the event. Though requested, no additional information was provided.